Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the cause of the reported phenomenon. However based on the report of olympus china and a thing that it had been pasted more than 10 years since manufacturing the subject device, omsc presumed there was the possibility this phenomenon was attributed to the wear failure of the cm board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the image of the subject device was not displayed due to the printed circuit board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that the image of the subject device was not displayed. The subject device had been returned from the user because the image of the subject device was abnormal. There was no patient injury associated with this report.